Event description:
This pt was noted to be hypotensive and bradycardiac with intermittent capture upon interrogation. The device was programmed at max outputs of 90; however, the pt continued to decompensate. Three manual shocks were delivered for slow vt. The patient was noted to have no pulse and very low blood pressure. CPR and code protocol were followed. The pt expired due to heart failure and hypertension on (B)(6) 2011.